Event description:
Resident was in bed with roll belt on. Resident had moved self to the end of the bed with head hanging off the bed with head hanging off the bed and upper body. Resident was pronounced dead by ems after CPR and code performed. Device given to coroner.